Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Brand name: avista? MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Lot: (B)(6). UDI: (B)(4).

Event description:
It was reported that one of two spinal cord stimulation (scs) leads displayed high impedances, and the patients pain area was spreading. Therefore, the patient underwent a procedure where two leads were replaced. There were no adverse events reported postoperatively. The devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Brand name: avista? MRI. Upn: m365sc240874. Model: sc-2408-74. Serial: (B)(6). Lot: (B)(6). UDI: (B)(4). Based on limited information, in the absence of the device return, the reported event of high impedances resulting in inadequate stimulation and associated pain spreading is unable to be established. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations related to the event occurred during manufacturing. The leads were not returned for analysis; therefore, a physical analysis has not been conducted in our laboratory. A product labeling review identified that the devices were used per the instructions for use, IFU/product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The explanted leads were discarded by the medical facility, and a technical product analysis could not be carried out. Therefore, with the available information, the root cause of the reported clinical observations was unable to be determined.

Event description:
It was reported that one of two spinal cord stimulation (scs) leads displayed high impedances, and the patients pain area was spreading. Therefore, the patient underwent a procedure where two leads were replaced. There were no adverse events reported postoperatively. The devices were discarded by the medical facility.